Event description:
The user facility reported during a patient procedure, their harmony suspension system tilted and a third party vital monitor detached falling out of the suspension system. One member of the or staff was able to shield the patient from the falling monitor with his arm. No procedural delays or cancellations. One employee was injured. The injured party did not seek medical attention.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the suspension system, and was unable to identify any issue. The technician examined the monitor subject of the reported event and reconnected the monitor to the suspension system with an or staff member. Upon the reattachment, a clicking noise signified the monitor had made full contact with the locking mechanism of the suspension system. After confirming the attachment was set and locked into place, the monitor would not come loose regardless of orientation, height, or position of the suspension system. The technician demonstrated that the monitor could be partially inserted into the suspension system where the electronic circuitry made contact separately but the locking mechanism was not fully engaged. The technician examined all spring arms and connections to ensure the monitor's weight would not allow for any unnecessary movements. After making appropriate adjustments and testing the system, the technician confirmed the unit to be operating according to specification.